Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. While deploying the closure device the physician noted via transesophageal echocardiogram imaging that there was an air embolism in the laa of the patient. Shortly after this the patient experienced an st segment elevation and their blood pressure dropped. This lasted for three minutes before it resolved on its own. The procedure was continued and finished successfully with the closure device implanted in the laa of the patient. There were no other patient complications that were reported to have occurred. The patient had no lasting consequences and fully recovered from these events.